Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the unit does not stop heating up. Temperature increases to max and does not allow user to stop before that." No further information was provided.